Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer. Additional information was not provided, customer declined further troubleshooting with technical support.